Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was implanted. Prior to implant, the patient was on eliquis but the evening dose and morning dose was held. Hours post procedure, the patient's pressure dropped and a pericardial effusion was detected. A pericardiocentesis was performed and 500cc of fluid was removed. The patient was sent to surgery where the laa was clipped and the device was removed from the patient.